Manufacturer narrative:
The lead is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead had fractured. A fracture was confirmed on x-ray. The patient died in (B)(6) 2010, and it was alleged the lead fracture caused the patient death.